Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the audiologist, the patient experienced pain at the abutment site and subsequently the magnet was explanted (date not reported). There are no plans to change to an abutment as at the date of this report.